Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported an elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system. An initial result of 0.06 ng/ml was obtained and released from the laboratory. The outpatient was transferred to the emergency room (ER) where a second sample collection was obtained and tested on the same instrument and produced a lower result of 0.00 ng/ml, within the normal reference range. The customer is unaware of any change to patient care. There has been no report of patient consequence associated with this event. The customer did indicate one of the patients was scheduled to be transferred to the ER, nonetheless. The laboratory's myocardial infarction (mi) cutoff value is >0.03 ng/ml. The patient's sample was collected in a 12x75 mm becton dickinson (bd) lithium heparin tube and centrifuged in a stat centrifuge for five minutes. All system parameters, including quality control (qc), calibration curves, and system checks, were performing within assay and instrument specifications at the time of the event. No system issues were reported. The instrument was in normal operation.